Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site : (B)(4). Investigation of the device could not be conducted as it was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information, it was concluded that pulling and rubbing force could be applied on the polymer jacket of the subject meister as the distal segment of the guide wire was repeatedly pushed against the sharply curved vessel. Consequently, the polymer jacket was peeled. Although there was no indication of product deficiency, possibility that tip fragment(s) might be left in the anatomy could not be completely excluded. Instructions for use states that: [warning] if this guide wire meets resistance or any anomaly during use, do not continue the manipulation. While paying much attention to possible complications, carefully withdraw the whole system; and, [malfunction] damage.

Event description:
It was reported that during a tace to treat the acute-angled s1 segment, the subject meister guide wire was used for selective angiography. After the guide wire was pushed and pulled multiple times, the polymer jacket on the distal segment was found peeled. The guide wire was replaced by a different guide wire to continue the procedure and the target lesion was treated as planned. The physician commented that there was no fragment found left inside the patient anatomy and no additional treatment was provided to the patient for the event. There were no adverse patient effects.